Event description:
The pt was implanted with a contour spectrum post-operatively adjustable mammary prosthesis in 1999. During surgery, the device deflated and was removed. Subsequently, the pt experienced an infection.